Manufacturer narrative:
Explant was reported due to a pseudoaneurysm. The investigation found that cusp 1 had thrombus on the outflow of the cusp. No acute inflammation or significant calcifications were present. Information from the field indicated that the patient's anatomy may have contributed to the reported pseudoaneurysm.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 27mm epic stented porcine heart valve w/flexfit system was selected for implant. On (B)(6) 2020, the valve was explanted due to a pseudoaneurysm. A replacement 25mm epic valve was successfully implanted. The physician believes the patient's anatomy may have contributed to the complication. The patient was reported to be stable.